Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer may have experienced low blood glucose (bg); values not provided. No additional information was provided regarding the event.